Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient began to presumably experience pocket heating while charging his ipg. As a result, the patient's ipg was explanted to address the issue.

Manufacturer narrative:
Corrected data: - date of explant was inadvertently entered incorrectly as date of explant is unknown.